Event description:
It is reported that the pt was revised due to the stabilizer of the device being damaged. Implant and explant dates are unk.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height and activity is unk. Based on the available info a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.